Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device found evidence to support disassociation of the liner from the cup while implanted. This device was manufactured on 31-jul-2014. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 31-jul-2014. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: july 2019. 5) IFU reference: 090200701.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device found evidence to support disassociation of the liner from the cup while implanted. This device was manufactured on 31-jul-2019. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 31-jul-2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: july 2019. 5) IFU reference: 090200701 .

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient underwent a left hip revision due to mechanical complication of internal joint implant. The surgeon noted a hematoma, discoloration from metal abrasion, and the removal of scar tissue. The liner was worn and disassociated from the cup with minor contact of the head against the metal ring. The head and liner were exchanged. The cup and stem were retained. There were no indicated intra-operative complications. Doi: (B)(6) 2015, dor: (B)(6) 2019, left hip.